Event description:
It was reported that device detachment and catheter twist occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was lost after crossing through the lesion. Fluoroscopy confirmed that the device was twisted and upon attempting to remove the device, there was difficulty. In order to remove the device, it was separated at the hand-base side of the shaft and a 25-inch contrast wire was inserted and was able to remove the device from the patient's body. The procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that device detachment and catheter twist occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was lost after crossing through the lesion. Fluoroscopy confirmed that the device was twisted and upon attempting to remove the device, there was difficulty. In order to remove the device, it was separated at the hand-base side of the shaft and a 25-inch contrast wire was inserted and was able to manage to remove the device from the patient's body. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The complaint device was received for product analysis. During product analysis, the device was found twisted along the imaging window section, which confirms the reported image lost, catheter material twisted and catheter resistance/friction. Additionally, the device was found cut at the male telescope and sheath, the guide wire exit port was found damaged, the tip kinked, the imaging window detached, coaxial cable broken along the twisted section, the drive cable kinked, and the sheath kinked. Also, pictures attached to the parent record show the device cut at the male telescope and sheath, the drive cable kinked, the sheath kinked, guidewire exit port damaged, imaging window detached, and the catheter twisted along the imaging window section. No other issues were identified during the product analysis.